Event description:
The customer reported to olympus, the image flickers when moving the "onetouch" connector. At times, the image fails completely, the system had to be restarted on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, the technician at the customer's site uncovered the signal cable connections on the side and monitor side were checked and in good order, the mains supply plug on system was checked, the spiral cable was checked and had moisture traces and dirt on the plug and contacts, the connection socket had dust contamination and the ventilation slots were heavily soiled and cleaned. The maj-1430 spiral cable should also always be unplugged from the cv-190 when working with the spiral cable. Check for moisture and contamination. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.